Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change valve was replaced to resolve the reported issue. No patient information provided after calls to customer 07/20/20, 07/21/20, and 07/22/20.

Event description:
The hospital reported high co2 delivery. There was no report of patient injury.